Event description:
During an in clinic follow up, an episode of inappropriate atp and shock were delivered for a supraventricular tachycardia (svt) due to an incorrect interpretation of signals. Technical support noted the device performed according to the programmed settings. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.